Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via email high blood glucose levels, hospitalization and no delivery alarm. Customer experienced diabetic ketoacidosis and was hospitalized in the critical care unit due to high blood glucose levels. Customer was on the insulin pump for 1 week and received a no delivery alarm. Customer advised they received a new insulin pump.